Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited t-wave oversensing. It was noted that there was an episode where patient received inappropriate anti tachycardia pacing therapy due to oversensing. The patient presented in clinic on (B)(6) 2019 and programming changes were made. The patient was stable and will continue to be monitored remotely.